Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2.5 years post-implant, it was reported that the pt experienced red heart alarms in the event and possible unk alarms in the previous days. The pt's event history indicated pump stoppages, elevated pump power and the pt's pulsatility index (pi) was high. A decision was made to change the pt's percutaneous lead which was completed on (B)(6) 2014.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.